Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the electrical control unit of the electric pen drive device was damaged and would not run. It was further observed that the handpiece only ran in reverse and did not stop immediately when the test handswitch was released. It was determined that the device had an unintended activation/motion. It was further determined that the device failed pretest for check function with test hand switch, functional test fwd (forward) and rev (reverse) running, check function with foot pedal and check power with power test bench. It was noted in the service order that the device only functioned in reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.